Event description:
As reported: "treatment of a peri-prosthetic plating + total knee replacement failure. It has been confirmed this implant is an axsos 3 dlf plate. Date of initial surgery: (B)(6) 2022. Procedure: total knee replacement + peri prosthetic distal femur orif plating: an axsos 5mm compression plate was used anteriorly, secured without screws using cerclage cables; a dlf plate was applied secured with 5x screws + a series of cables & what appear to be cable plugs."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event could be confirmed, since the x-ray and a picture of broken plate was provided for evaluation and matches the alleged failure mode. The device inspection was not possible as the product was not returned for investigation. The device history record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. An x-ray was provided which was presented to our health care professional for evaluation, and a question about the most likely reason for this event, to which the medical expert replied: ¿based on the very limited information. Clearly there is a (hypertrophic) nonunion, the movement in the fracture side caused the plate to break in a fatigue manner. The hcp did not provide suffice to stability with the construction used.¿ [original statement(s)] based on the investigation, the root cause is most likely patient related issue. However more information should be provided and the device must be returned in order to determine exact root cause. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
As reported: "treatment of a peri-prosthetic plating + total knee replacement failure. It has been confirmed this implant is an axsos 3 dlf plate. Date of initial surgery: (B)(6) 2022. Procedure: total knee replacement + peri prosthetic distal femur orif. Plating: an axsos 5mm compression plate was used anteriorly, secured without screws using cerclage cables; a dlf plate was applied secured with 5x screws + a series of cables & what appear to be cable plugs."